Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased thresholds was noted on the left ventricular lead. In (B)(6) 2019, capture could not be obtained so the lead was turned off. The lead was explanted and replaced during a pack change procedure. The patient was stable.